Manufacturer narrative:
Evaluation summary: the cmos unit replaced.

Event description:
Led disturbances by angulation; a/w socket - loosened. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.